Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons non-functional) was confirmed. As received the monitor's front response button was missing its cover. Upon investigation the front response button switch was non-functional. The cause for the non- functional response button was contamination of an unknown debris. The cause of the contamination was the damaged response button cover. The root cause damaged response button cover was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.